Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-22071. During follow-up, intermittent loss of capture and oversensing were noted on the right ventricular (rv) and right atrial (ra) leads resulting in dizziness. Rv and ra lead damage was alleged, but not confirmed. Diagnostic imaging was performed and revealed no anomalies. The event was resolved by reprogramming the device until a lead revision procedure can be performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead and replacing the atrial lead. The patient was in stable condition.

Event description:
Additional information received indicated the atrial lead was not replaced but is still implanted in the patient and is active. The patient was in stable condition.